Manufacturer narrative:
F10. Adverse event problem- corrected information, inadvertently coded a040101, updated coding to more accurately describe the problem. H6. Adverse event problem codes- corrected information, inadvertently coded c070603 & d02. These have been updated to more accurately describe the investigation findings and investigation conclusion.

Event description:
It was reported that during programming history database review, high impedance was detected on patient device. System diagnostic tests run on (B)(6) 2021 were seen to show high impedance. The high impedance seemed to resolve on the date of implant (B)(6) 2021 but then was seen again on (B)(6) 2021. On (B)(6) 2022 patient had referred the patient for a full revision. Diagnostics testing on (B)(6) 2022 revealed that impedance was high. X-rays were taken that did not identify any discontinuities in the leads. No trauma was reported to have occurred. Patient remains referred for a full revision despite this information as physician potentially could have missed a lead fracture on the x-rays taken. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova (B)(6) employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any " defects¿ or " malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient successfully underwent a full revision. The product has not been received to date. No other relevant information has been received to date.